Manufacturer narrative:
The following fields were updated: b4, g3, g6, h2, h6, h11.

Event description:
The united states of america customer reported the artisan instrument's heater plates were turning on and staying on even when not in use, causing the instrument itself to be hot to the touch. The user accidentally burned two fingers on their left hand, the middle and ring fingers, when rotating the artisan slide carousel. The burn caused blisters on the user's fingertips. The user did not seek medical treatment however, the user did run water over their fingers and then applied ice. An internal injury report was logged with the user facility. It was noted the user had limited use of their hand that day and was not able to section tissue blocks on the microtome. It was confirmed the user didn't seek additional medical intervention or treatment since the time of the incident. The user is no longer limited in the user of their hand and the fingers are "nearly healed". The customer notes the user burned their fingers on heater position 48 and possibly 47. The agilent field service engineer (fse) serviced the instrument and noted, when powering on the artisan using the physical switch, heaters 25-48 would activate. The fse replaced the heater control boards underneath heaters 25-48, and confirmed the 48v and 24v psu is working properly. Additionally, heater number 48 was replaced due to it being hotter than the rest. The remainder of the service had to be continued by a different fse who found the cause of the issue to be the heater control board in position 3 which caused heaters 25-48 heaters to turn on and overheat. This control board was replaced following this finding. Additionally, other related components were replaced proactively. The instrument is fully operational and ready for use. Testing was able to be completed using another instrument. After further investigation, it's believed that reagents leaked onto the heater control board causing it to short circuit leading to the reported issue.

Manufacturer narrative:
The following fields were updated: b4, b5, g3, g6, h2, h6, h11.

Manufacturer narrative:
D4, primary unique device identifier (UDI) #: di documented as the ivd class I device was manufactured in 2016.

Event description:
The united states of america customer reported the artisan instrument's heater plates were turning on and staying on even when not in use, causing the instrument itself to be hot to the touch. The user accidentally burned two fingers on their left hand, the middle and ring fingers, when rotating the artisan slide carousel. The burn caused blisters on the user's fingertips. The user did not seek medical treatment however, the user did run water over their fingers and then applied ice. An internal injury report was logged with the user facility. It was noted the user had limited use of their hand that day and was not able to section tissue blocks on the microtome. It was confirmed the user didn't seek additional medical intervention or treatment since the time of the incident. The user is no longer limited in the user of their hand and the fingers are "nearly healed". The customer notes the user burned their fingers on heater position 48 and possibly 47. The agilent field service engineer (fse) serviced the instrument and noted, when powering on the artisan using the physical switch, heaters 25-48 would activate. The fse replaced the heater control boards underneath heaters 25-48, and confirmed the 48v and 24v psu is working properly. Additionally, heater number 48 was replaced due to it being hotter than the rest. The remainder of the service had to be continued by a different fse who found the cause of the issue to be the heater control board in position 3 which caused heaters 25-48 heaters to turn on and overheat. This control board was replaced following this finding. Additionally, other related components were replaced proactively. The instrument is fully operational and ready for use. Testing was able to be completed using another instrument. Diagnostics were not altered. The investigation into the root cause is currently ongoing. Once the investigation has been completed, or if new reportable information is received, a supplemental report will be sent.